Event description:
It was reported the patient heard an alarm and went to the emergency room. Telemetry showed a confirmed motor stall noted in event logs with no motor stall recovery recorded. The stall occurred in '09 at 12:49. A stopped pump may exceed tube set error occurred at about 2 days later at 12:49. The patient experienced no symptoms as the pump was just implanted about 2 days prior the stall occurred. Rotor and dye studies were not performed. The drug in the pump was baclofen. The device was replaced. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.